Manufacturer narrative:
A ge service representative performed an onsite investigation. The fluoro function board was replaced and all signals were calibrated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that no image was displayed on the monitor. No pt injury was reported.